Event description:
During an evar procedure using an endologix device (stent graft) a portion of the unsheathing section was found inside the sheath catheter. This was removed in total when the sheath was removed. After unveiling the graft the carrier system is from the protective sheath. After completion of the procedure the sheath system is removed, the vessel clamped and then repaired. When the surgeon removed the protective sheath a portion of what appeared to be the unsheathing device of the graft was found attached to the sheath. It came out in its entirety and the vessel was completed protected. This appears to be a design flaw in the unsheathing and was reported immediately to the vendor rep who was present during the entire procedure. There was no harm to the pt and even completion xrays were obtained. The pt left the room with normal pulsations, a successful exclusion of his aaa, and hemodynamically stable.